Event description:
It is reported that the pt is experiencing pain, headaches and flu like symptoms.

Manufacturer narrative:
Device history records could not be reviewed as the part and lot numbers were not provided. These devices are used for treatment. The review of the primary operative notes confirms that the patient underwent right total knee arthroplasty which was performed because the patient had moderate to severe degenerative joint diseases and pain. The trial components gave a good range of motion and good patellar tracking. Review of operative notes does not indicate root cause. The x-ray evaluation report demonstrates the osseous and joint structures to be intact and without evidence of fracture or dislocations or hardware loosening identified. The current condition of the devices is unknown as the devices remain implanted. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when out investigation is complete.